Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/17/2010 and 11/30/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).